Manufacturer narrative:
One device was returned for analysis of complaint that the pump was tested, and the output is too high. No errors were found in review of event history. Issue was not confirmed. Delivery rate is within the tolerance.

Event description:
It was reported that the pump was tested and the output is too high. The event occurred during testing and there was no patient involvement.